Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was trying to turn their stimulation down, but couldn't. Troubleshooting resolved the issue. They noted that they had never felt stimulation and had an appointment set with a healthcare professional for the month after the report. They increased the stimulation to 2.1 v and did not feel stimulation, but noted that they felt it one time before this. They also felt like they had to use the bathroom, but could not.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having trouble urinating. The symptom return was reported to have occurred around the same time as a CT scan that the patient had done when the patient was hospitalized for chest pain and had a CT and EKG done. Also reported was a fall that caused the patient to break two ribs and another "little fall" last month. Additionally the patient reported that when they were hospitalized they were told that they had a uti and was given antibiotics. In an additional call the patient reported that they did not feel stimulation even after increasing stimulation from 2.7 to 3.0 and stated that they would ask their healthcare provider (hcp) about the lack of stimulation. The patient also reported an infection in the second call, but confirmed that the infection was not related to the device or therapy. Patient had called their hcp prior to calling the manufacturer and reported all of the above issues to their hcp. The patient was waiting to hear back from their hcp at the time of the calls. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.